Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: double capsule: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "double capsule" and "fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the prosthesis component, presence of cd 30 negative lymphoid cellularity." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV, "double capsule" and "fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the prosthesis component, presence of cd 30 negative lymphoid cellularity". This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Continued: e1- facility name: (B)(6). Continued: h6- f1905. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.